Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting an error message that the baby's temperature was erratic in an arctic sun device. Esophageal probe is in use. It is a medical probe. They had this same message on another patient recently and was unsure if it was the same device and could not go into the room right now to obtain the sn. Suggested replacing the temperature in cable and or esophageal probe. Explained the temperature in cable could be the problem if this was the same device as the other patient. Any compatible esophageal probe, including medical probe might be used. Per follow up information received via task on 06mar2026, spoke with charge nurse who had not been provided this information from the night shift staff. They would contact the complainant to confirm if they are having cable issues or if the probe was the problem.